Event description:
Device 1 of 2. Reference MFR report # 1627487-2014-01439. It was reported the patient did not have effective pain relief and wanted to get an MRI. Subsequently, surgical intervention was undertaken. F/u identified the scs system was explanted on (B)(6) 2014.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.